Event description:
It was reported that during a percutaneous coronary interventional procedure, a bur become stuck in the vessel. The lesion being treated was located in the moderately tortuous and severely calcified obtuse marginal (om) artery. Following the first ablation, the 1.25mm rotablator plus bur "momentarily" became stuck. The physician was able to wiggle the device loose. The patient did not experience any hemodynamic changes during the event. The procedure was completed with a larger size bur. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
(B) (6). The device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B) (4).